Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. As per email from the field representative, a revision was performed and the lv lead was explanted. No additional adverse patient effects were reported.